Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain and degenerative disc disease/herniated disc pain. The pump was used to deliver fentanyl 35mg/ml and compounded baclofen. It was reported that the pump was turned off on (B)(6) 2025 because the patient was very lethargic, was septic, had pneumonia, and they though the patient was getting too much pain medication. The hcp inquired about having the pump turned back on. Technical services reviewed the role of a manufacturer representative (rep) and provided contact information for the national answering service (nas).